Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. For investigation one subassembly 007/600/053 was provided. A visual inspection of the subassembly showed that not the tracheal cannula itself caused the issue. Instead of this a deformation of the tip of the curved introducer 005/079/060 was determined. This deformation caused the reported occlusion. A tightened visual inspection on the lots of the part 005/079/060 which were available on site was performed. During the inspection no damages on the tip of the curved dilator were determined. Based on the above investigation the complaint can be confirmed. Nevertheless it is not clear during which production step the tip of the curved dilator was damaged or if the part was already delivered with the damaged tip. To get an indication on that the next delivery of the part 005/079/060 was put on ?inspection required? To inspect the tips of the dilators for any damages during the receiving process at the mfra site. A complete investigation could not be performed as no affected lot number of the finished good was provided by the customer. Therefore the affected lot number of the damaged supplier part 005/079/060 could not be traced back as well. No corrective actions will be implemented or undertaken at the moment. Based on our investigation results the reported failure can be confirmed. The cause of the reported problem could not be determined.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes minitracheostomy mini-trach malfunctioned. During the use of the product, the customer noticed the guide wire was unable to pass through the tracheal cannula. No patient injury.